Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tbm (B)(4), end user sent an email with the following issues. Here are the some of my more challenging problems: stopping, turning.